Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser settings used were 0.8 joules and 8 hertz. According to the complainant, during the procedure, the fiber tip immediately detached inside the patient upon firing laser energy. The broken tip was retrieved using a basket and forceps. The procedure was completed with another laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.